Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations ¿ encapsulation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. Health professional later reported rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. Health professional later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.